Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump delivered 178 bolus deliveries on the event date of 11/20/2025 at 00:09:11.000 to 23:56:49.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 3.0 received the lowbatteryalert (104) on 11/06/2025 17:23:00 after more than 7 days at 11.07 days. Battery cycle 2.0 received the lowbatteryalert (104) on 10/26/2025 14:37:00 after more than 7 days at 16.15 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Unable to verify customer¿s complaint for high bg¿s. No device problem was noted during testing. Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also received replace battery alarm. The blood glucose value at the time of the event was 220 mg/dl. The customer was treated with a bolus through the pump. The event involved product(s) mmt-7040a, mmt-1884, mmt-396a, mmt-332a. Troubleshooting was performed for replace battery alarm and the customer reported that no damage to the battery cap. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was performed for hyperglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-7040a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned. No product return is required for mmt-396a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.